Event description:
When right subclavian port-a-cath was accessed and flushed, pt complained of discomfort. Cxr showed catheter fractured at level of clavicle. The next day, attempt to remove via percutaneous access was unsuccessful. Pt underwent surgical removal of port-a-cath and catheter segment, with insertion of new port-a-cath.